Manufacturer narrative:
A review of the manufacturing records could not be performed as the lot number remains unknown.

Event description:
The following was reported to gore: on (B)(6) 2016, this patient experienced a rupture of the external iliac artery during an endovascular procedure with non-gore device (detail unknown). A gore® viabahn® endoprosthesis was emergently implanted to repair the rupture. Bleeding was successfully stopped, and the procedure was concluded. The patient tolerated the procedure. On (B)(6) 2016, ultrasound imaging reportedly showed that the endoprosthesis was occluded. The physician elected to monitor the patient.